Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/31/2020. Additional h3 device evaluation summary: six unopened samples of product code eh7477, lot # peh904 were returned for analysis. The complaint sample was not received. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. The suture was broken easily during continuous suturing. There were no adverse consequences reported.